Event description:
Reported blood glucose results of 152 mg/dl with a lifescan meter and 119 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer service representative walked the pt through two consecutive control solution tests and both result fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunction and that the events meets the criteria for a medical device reportable. Meter was replaced.